Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned strips. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified the strips expired 8/18/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 161mg/dl and 160mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns:customers concern: with 70 & 65 mg/dl on (B)(6) 2015 12:45:00 am and 7:51:00 am as well as 54mg/dl (B)(6) 2015 9:02:00 am. Customer was admitted to the hospital for one week for an infection of the salivary gland. Customer was taking intravenous and oral antibiotic therapy while in the hospital. Customer was discharged (B)(6) 2015 with oral antibiotic therapy to continue at home. Customer did admit to having a change in diet and exercise regime. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified the strips expired 8/18/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 161mg/dl and 160mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns:customers concern: with 70 & 65 mg/dl on (B)(6) 2015 12:45:00 am and 7:51:00 am as well as 54mg/dl (B)(6) 2015 9:02:00 am. Customer was admitted to the hospital for one week for an infection of the salivary gland. Customer was taking intravenous and oral antibiotic therapy while in the hospital. Customer was discharged (B)(6) 2015 with oral antibiotic therapy to continue at home. Customer did admit to having a change in diet and exercise regime. Adverse event not reported.